Manufacturer narrative:
Findings: unit received with unresponsive buttons due to corroded keypad traces. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the act button is not working at all and the escape button not working well either. The customer does not recall any significant event leading to the keypad issue. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.